Event description:
Customer reported receiving a calibration error alert. He also reported that the sensor was giving inaccurate readings. Customer stated that when the blood glucose reading was 181 mg/dl, the sensor glucose reading was 99 mg/dl and was trending downward. During the troubleshooting, it was noted that the sensor glucose graph began trending in the same direction as the blood glucose, but was not at the time of the event. Customer is calibrating when blood glucose is stable. He stated that he received a calibration error alert that morning, and had pulled out the sensor. He stated that the sensor was bent. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed for high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.